Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper pop off was not observed. Additionally, 29 retention samples from bd inventory were functionally evaluated and the issue of stopper pop off was observed in 2 of the 29 samples tested. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® serum blood collection tubes, the stopper would not close tightly. This occurred 40 times. The following information was provided by the initial reporter: close the 4.0 ml serum tube if after opening and then closing it again it cannot stick tightly.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® serum blood collection tubes, the stopper would not close tightly. This occurred 40 times. The following information was provided by the initial reporter: close the 4.0 ml serum tube if after opening and then closing it again it cannot stick tightly.